Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent surgical intervention to explant the ipg.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein a new ipg was implanted. Effective therapy was restored post operatively

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg prematurely depleted. Surgical intervention may occur to address the issue.